Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and ps1 power supply were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.